Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis was normal. No anomalies were found.